Event description:
According to the reporter, during a thoracoscopic wedge resection of the lung, at the beginning, while using the first handle and reload, the staples were poorly formed and it burst out. A second reload was used with the first handle, and during firing, the stapler pushed halfway and could not continue to push. The surgeon continued to push, and a loud, abnormal sound was heard. A second handle and third reload were used; the stapler pushed halfway and could not continue to push; the resistance was very large; and an abnormal sound was heard, but the surgeon was not sure if it was damaged. A fourth reload was used with the second handle, and during firing, it could not be pushed, and the handle was damaged. A purple reload was used with the second handle, and during firing, it could not be pushed, and the handle was damaged. The surgeon replaced the handle and used the same purple reload, but during firing, it pushed halfway, and it could not continue to push. Surgical time was extended by about 30 minutes. The surgeon manually sutured the tissue to resolve the issue. The surgeon used another brand of stapler to complete the case.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p4l0660s); egiaustnd, egiaustnd endogia ultra univ std stap (lot # p4l0660s); egiaustnd, egiaustnd endogia ultra univ std stap (lot # p4l0660s); 030459, 030459 endo gia r/or 60 4.8mm (lot # t1m168x); 030459, 030459 endo gia r/or 60 4.8mm (lot # t1m168x); egia60amt, egia60amt egia 60 artic med thick sulu (lot # p5a1045s) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading unit was partially fired and the clamping mechanism was deformed. Functional testing noted that the loading unit was loaded into a representative instrument. The interlock was overridden, the loading unit was cycled without hesitation or binding and was applied to test media. All remaining staples were placed and test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the device experienced partial firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. A deformed clamping mechanism may occur when the device is applied to tissue that exceeds the recommended thickness range or when an obstacle is incorporated in the jaws during application. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.